Manufacturer narrative:
Concomitant products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Product ID: 8782, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Product ID: 8782, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that a catheter revision was required for disconnect at an unknown catheter location, but it had not yet taken place. The patient reported that more medication (about 7 to 8cc) was aspirated than expected. The healthcare professional (hcp) increased the dose to address lack of efficacy (less than 50% therapy relief). During the dye study, the "dye dissipated and was not able to be withdrawn once it was pushed through the catheter access port." The patient was alive with no injury at the time of this report.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the catheter was confirmed to be occluded via dye. The symptom changes had been gradual. There was volume discrepancy where the erv (expected residual volume) was 2.9 ml and the arv (actual residual volume) was "almost 9 ml" at the first refill since the catheter revision 3 weeks prior to the date of this report. The patient had no symptoms and the plan was to monitor the patient until the next scheduled refill.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer on 2016-nov-17 stated pump was still not giving patient the full dose. At each "fill-up" it was noted they were taking out more then they should be. It was reported they were taking out anywhere for an extra 2 units to 12 units. No further information was received.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the patient first started experiencing volume discrepancies over two years ago. To troubleshoot the volume discrepancies the patient had had two dye studies. As an intervention the patient had surgery on (B)(6) 2015 to replace the catheter but that did not resolve the volume discrepancies. The cause of the volume discrepancies had not been determined or resolved.

Event description:
Additional information received reported that the patient was doing well, and that the volumes were as expected at both refills since replacement (one refill noted on (B)(6) 2015.)

Event description:
It was reported that the actual residual volume (arv) was 5 milliliters (ml) and the estimated residual volume (erv) was 2.5 ml. Then at the most recent refill the arv was 10 ml and the erv was 5 ml. The discrepancies reportedly started after the system was replaced approximately six months ago. The patient reportedly was doing great and the pain symptoms were under control. This clinic was new to using personal therapy managers (ptm). Additional information received reported that there were no patient symptoms, and at that time there was no change in the patient status. The cause of the discrepancies was noted to be due to a catheter issue and they planned to do a dye study. The pump system was being used to infuse morphine sulfate. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.